Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned a total of three unopened pen needles with tear drop labels identifying them as 6mm, 32 gauge pen needles from lot 0057740. All of the returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured. All of the needles were measured within acceptable outer diameters for 32 gauge needles. The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was preset. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed. The needles were within specifications and did not feature any dullness or burrs. The pen needles were tested for leaks via simulated use. They were attached to a test pen filled with saline. The pen was primed and saline was pushed through the system. The saline exited the pen needles without any issues. No difficulty was experienced when attaching or detaching the pen needles from the test pen. None of the pen needles were bent as the result of simulated use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the 6mm x 32g pen needle (ultrafine micro) experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: material no. 320749 batch no. 0057740 customer called to report that she has seen about 7 needles bent and has since discarded them. She inserted insulin, and when the needle was pulled out the insulin spilled out of the incision. Stated, 7 pen needles were affected. Stated, experiencing pain when taking injection and bruising. Stated, some of the pen needles did not attach. Stated, patient end was bent prior to injection. Experienced these issues on different dates that are unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 6mm x 32g pen needle (ultrafine micro) experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: material no. 320749, batch no. 0057740. Customer called to report that she has seen about 7 needles bent and has since discarded them. She inserted insulin, and when the needle was pulled out the insulin spilled out of the incision. Stated, 7 pen needles were affected. Stated, experiencing pain when taking injection and bruising. Stated, some of the pen needles did not attach. Stated, patient end was bent prior to injection. Experienced these issues on different dates that are unknown.